Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1, g3, g6, h2, h6 (type of investigation, investigation finding, conclusion), h11. Due to character limitation of e1(initial reporter): (B)(6). A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. The fse performed all safety and functionality checks completed and passed to factory specifications.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had no fiber optic wave form malfunction. No harm or injury reported.

Manufacturer narrative:
Due to character limitation e1(initial reporter): invoice submission. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (investigation findings), h11.

Event description:
N/a.